Event description:
It was reported that pump insulin gauge displayed amount different than expected on previous day, showing fill estimate of 100 units while caller expected over 200 units, with difference greater than 30 units. There was no reported impact to the customer¿s blood glucose level. Customer continued using same cartridge after confirming issue was a static value, technical support reviewed static value information, provided email links to cartridge load resources, and instructed customer to call back for further troubleshooting if issue recurred, which caller acknowledged.